Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted, and intermittent oversensing was confirmed. Programming enhancements were discussed. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted, and intermittent oversensing was confirmed. Programming enhancements were discussed. No adverse patient effects were reported. This device remains in service. Additional information was received indicating that this system continues to exhibit oversensing on the right atrial (ra) lead channel. Technical services (ts) advised on further programming options. Programming options will be considered for the next in office visit. No adverse patient effects were reported. This device remains in service.